Event description:
It was reported that after patient had an endoscopy procedure, the patient was no longer getting a relief from the device. The lead had pulled out of the epidural space and had high impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).